Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
During prep, the physician found that the stent was partially exposed and deployed. It is unknown if the touhy borst valve was opened or closed when the product was received. It is unknown if the device was prepped in the sterile tray. There was no mishandling of the product during prep. When visually inspected, it was noted that most of the stent was constrained in the outer sheath, only partially deployed. The product was not used in the patient. Another product (different size, cat, or lot unknown) was used and the procedure was completed successfully.